Event description:
Event description guidant received information that this left ventricular lead became dislodged, and while attempting to reposition the lead, the insulation was perforated by the physician with the guide wire.